Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose was above 500 mg/dl. Contact declined tandem technical support's offer to perform a pump system check or to provide further information.